Event description:
Miscommunication between tech and md: two patients with the same name in the system when choosing lens strength. Incorrect cataract lens strength implanted into left eye during surgery. The patient did not return for the follow up visit as planned for removal of lens and placement of correct one and it was unknown the patient outcome. Received recent information (1 year later) that the patient is having difficulty seeing out of that eye, and another surgery is not recommended due to previous issues/surgeries with the eye.